Manufacturer narrative:
The insulin pump properly displayed the low reservoir message during testing. However, the device did not vibrate. The insulin pump failed vibrate check on self test due to broken black vibrator motor wire. The device had a cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer's mother reported that the insulin pump did not warn them when the reservoir was low. The blood glucose reading was 257 mg/dl. Customer was treated with a bolus. She stated that the insulin pump did not vibrate. She reported that the insulin pump did not vibrate during the self test. Nothing further was reported.